Manufacturer narrative:
One endotracheal tube was returned for evaluation. Results provided by the supplier of the device. Product was leak tested and was noted to not be leaking.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that under-inflation occurred to a smiths medical portex® endotracheal tube despite a correct pressure reading on the manometer (20 - 30cm h2o). It was noted that a leakage was observed. There were no reported adverse effects.